Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea (",dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines / headaches"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 & (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2005, the patient had essure (ess205) inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea (",dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines / headaches"). The patient was treated with surgery (esssure removal). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010 & (B)(6) 2005 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received. Reporter information updated. Essure removal date and details newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.